Manufacturer narrative:
(B)(4). The reported complaint that the balloon "failed to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "iab failed to unwrap". No patient injury or consequence reported. The patient's current condition is reported as "fine". Additional information states, the iab was not removed, manual inflation solved the issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iab failed to unwrap". No patient injury or consequence reported. The patient's current condition is reported as "fine". Additional information states, the iab was not removed, manual inflation solved the issue.